Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application was not making any noise. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The information in report number 3004753838-2016-82322 was reported with the incorrect year are the report number. The information in report number 3004753838-2016-82322 is belongs to this follow-up report (3004753838-2015-82322).

Event description:
Data was reviewed on 03/28/2016. A root cause could not be determined.